Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported in addition to the incident {refer to manufacturing report # 3004209 178-2021-14412 regarding catheter migration and replacement} there was a cerebrospinal fluid (csf) leak from the surgical site on the patient¿s spine. The rep was notified on (B)(6) 2021, that patient had been experiencing a csf leak from the surgical incision. Today, on (B)(6) 2021, an exploration of the catheter insertion site was performed. A tear in the dura was found and patched and sutured.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.